Event description:
The customer reported that the metal spiral (coil) of the (B)(4) fetal spinal electrode (fse) broke off in the infant's scalp. There was no serious pt incident/injury. Surgical intervention was not required; the tip was removed by the mother of the infant.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.